Event description:
Prior to fit of external sound processor, pt complained that the abutment/fixture was "wobbly". Pt seen by physician on (B)(6) 2013. Confirmed that abutment was secure, but implant was loose. Implant taken out by physician.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt info. There are no indications that the occurred is a result of manufacturing or component failure.